Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft separation was confirmed. The balloon rupture was unable to be confirmed and the complaint difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, the return device analysis revealed the balloon was inflated to rbp with no rupture noted. The guide wire exit notch and shaft were torn distally for a length of 2mm. However, there was no leak noted at the tear during balloon inflation. Additional information indicates that the device was flushed with heparinised saline. The device was prepped (air aspiration) outside the anatomy prior to use. No resistance was noted during advancement. The bdc was inflated once and ruptured at an unknown inflation. The balloon separated into two pieces and the distal shaft separated. Resistance was noted during withdrawal. Balloon remnants were removed by hand over the wire. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the posterior tibial artery with mild tortuosity and heavy calcification. A 2x20mm mini trek rx balloon dilatation catheter (bdc) was advanced toward the target lesion. The balloon was inflated and the balloon appeared to have burst. The bdc was removed and the balloon and balloon shaft separated. The balloon remnants were removed from an unspecified introducer sheath. A same size mini trek balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft separation was confirmed. The balloon rupture was unable to be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.